Manufacturer narrative:
Additional information: d9, h3, h6 & h11: h11: the device was received for evaluation with the twist clamp in open position and a mini cap attached. Visual inspection was performed and broken occluder legs were observed. Leak, clear passage, and clamp function testing were performed and a leak through the set due to broken occlude legs was observed. The reported condition was verified. The cause of the broken occluder legs could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on the product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set broke. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with intraperitoneal (ip) 2gm ceftazidime and 1gm vancomycin. No additional information is available.